Event description:
It was reported that the user experienced low blood glucose while disconnected from the ilet during a supply change and encountered difficulty at the fill tubing step; after reconnection, the user received an ilet alert and reported uncertainty about insulin delivery during the press-and-hold step. Symptoms included no reported clinical manifestations despite a recorded low of 66 mg/dl. Outcomes included self-treatment with rapid-acting oral carbohydrates and no hospitalization. Investigation included troubleshooting and education performed during the call. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no confirmed device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.